Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, it is alleged that the patient was revised on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. Legal counsel for patient further reported patient allegations of dark black metal debris fluid, a pseudotumor, metallosis and corrosion on trunnion at time of revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes from (B)(6) 2012 indicates the revision was due to pain, elevated metal ion levels and an MRI indicating the presence of a pseudotumor. Operative report noted the presence of dark black metal debris fluid, a pseudotumor, a capsule surrounding the greater trochanter, metallosis, fibrosis, corrosion on the trunnion, and a loose acetabular cup. The modular head and acetabular cup were removed and replaced with a competitor¿s cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04726 /-04727 /-06122).